Event description:
It was reported that buttons on the insulin pump were unresponsive. The customer's blood glucose reportedly normal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All button functioned properly. Insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked belt clip slot.